Manufacturer narrative:
"Since this event resulted in a serious injury, it is reportable per 21cfr part 803. This MDR is being submitted as a part of a retrospective review and remediation effort based on enhancements and harmonization made to the company's complaint handling processes. There is no change to device performance or to the device risk profile. A CAPA (2023-487) has been opened to manage the actions related to remediation of complaint files and any required MDR reporting. This retrospective review includes the date range of 05/17/2021 through 05/31/2024."

Event description:
"Thanks for the reply, but I already knew about some discomfort and how to soak in warm water, use the chewies, etc. These are aligners 18-22 for me. The reason I reached out is these are far tighter and more uncomfortable than the previous aligners. My concern is my bottom teeth primarily are pretty loose. When I try to take them out, I'm worried a tooth will come out also. I will try to send a video as you requested just to make sure they are supposed to be this difficult. The first 17 were not. Maybe that's why I needed the extra 5 weeks?' Update (B)(6) 2024 in case (B)(6) cust had a phone call with bst per bst ""cust reached out saying she had recently gotten a dental cleaning and her dentist told her that her teeth are too loose. She is a little concerned but not upset that her teeth will stay loose and isn't sure if she should continue wearing aligners"" update (B)(6) 2024: "the only thing my dr wanted to do is discuss how loose several of my front teeth are. I have asked you all about the looseness previously and was told it's normal for the front ones to feel looser than others. Which makes sense to me. My dr is feeling they're too lose. I guess he wanted an explanation from you all.""

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.